Event description:
Device 1 of 2. Please MFR report #1627487-2010-02607 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient showed signs of infection. A culture was taken and tested positive for staph. The system was explanted on (B)(6) 2010. The patient will likely be re-implanted when the infection clears. The infection is being treated with oral antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The ipg was visually inspected and a cut was observed on the header. The ipg passed communication testing with the patient programmer. The ipg was tested on the auto-tester and failed for ucod on channel 10. The output for electrode 10 was monitored on the oscilloscope. The output on channel 10 observed pressure applied to the header. The header was opened, but no evidence of broken wire was observed. After cutting away part of the header silicon, the output on channel 10 was observed on the oscilloscope. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records or the device analysis. However, the returned ipg failed output testing on channel 10. The output on channel 10 works when pressure is applied to the ball seal. The lead frame wire from the header to channel 10 ball seal is not broken. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.